Manufacturer narrative:
(B)(4).

Event description:
It was reported that there had been increase in baseline pain with loss of therapeutic efficacy in the past few weeks. It was around the same time, pt had MRI on (B)(6) 2011. The pump status was not checked post MRI. At a pump refill on (B)(6) 2011, the motor stall was seen and upon checking the pump logs, the pump showed the motor stall (B)(6) 2011 and tube set (B)(6) 2011. Motor stall recovery occurred upon interrogation at the refill; first interrogation since the MRI. No audible alarms were heard. There was no volume discrepancy noted. The drugs infused via the pump included fentanyl 1000 mcg/ml at a daily dose of 205 mcg/day, clonidine and compounded baclofen.